Event description:
A customer reported that the cartridge was not fitting properly on the pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Technical support instructed the customer to inspect the pump and remove an o-ring from the pneumatic tap area, then clean it. After following these instructions, the customer successfully reloaded the cartridge and was able to resume insulin therapy.